Event description:
It was reported a patient's right ventricular (rv) lead presented with inappropriate shock. During review of the chest x-ray in the emergency room, right ventricular (rv) lead dislodgement was also noted. Testing confirmed the rv lead was sensing and pacing the right atrium. In a procedure on (B)(6) 2024, the rv lead was revised and left implanted with normal parameters. Post-procedure the patient was stable.